Event description:
Customer reports extravasation through the teflon. Blood leaks between the teflon and the skin. They attempted to relocate the IV line 7 times in different points, but the issue continues without resolution. Exact date of event was not provided. Only that it occurred august 2024. No additional information provided.